Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Based on the additional information, there was no fourth device involved in this event; therefore, this should not have been captured as a complaint. H6: medical device problem code 2616 was removed. H6: health effect - clinical code 2422 was removed. H6: health effect - impact code 4624 was removed.

Event description:
Subsequent information was received: it was confirmed that only three proglide devices were used in this procedure. Only one proglide device was used for pre-close technique prior to the ablation procedure. Two additional proglide devices were placed after the ablation procedure. It was further confirmed there was a backwall stitch with two of the devices (the pre-close device and one of the post-close devices). The reported endovascular treatment was attempted to dilate the vessel that was occluded; however, it was failed as the guide wire failed to cross. The sutures of all three proglide devices were surgically removed and blood flow was re-established. Hemostasis was achieved with surgical suturing and manual compression. There was clinically significant delay and extended hospitalization. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8.5f sheath hole with proglide devices prior to an ablation procedure. After the ablation procedure the suture placed at 2 o'clock was pulled and bleeding did not stop. Additional proglide devices were used in both 10 o'clock and 12 o'clock post-close. After the procedure, discoloration of the patient's leg was noted. An angiogram was performed and the vein was noted to be occluded. Computed tomography (CT) was performed; however, the details were not clear. An endovascular treatment and was carried out. A guide wire was attempted to be crossed; however, strong resistance was noted, and the guide wire failed to cross. The suture was surgically removed. When the suture was removed, many side branches were confirmed. It was possible the occlusion occurred because the proglide interacted with the lateral side branch; however, the cause is not confirmed. After the surgery the patient's condition improved. Follow up observation is to be continued. No additional information was provided.